Event description:
It was reported that prior to starting a da vinci prostatectomy procedure, the surgeon was unable to move the endoscopic camera manipulator (ecm) arm from the surgeon's console, however, manual position adjustments could still be made using the ecm clutch buttons. With the assistance of an isi technical support engineer, the customer tested the camera clutch foot switch, checked for damaged systems cables, and restarted the system. The system started up and homed normally, however, the ecm continued to be unresponsive. At this time the surgeon decided to abort the planned surgical procedure. No patient harm was reported.

Manufacturer narrative:
The investigation conducted by the field service engineer could not duplicate the customer reported ecm control problem. The ecm is the camera arm located on the patient side chart which provides the sterile interface for the 3d endoscope. As a precaution, the system was repaired by replacing the two printed circuit assembly boards related to the control of the camera arm. As of january 8, 2008, there have been no reported recurrence of the issue at this hospital.